Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a microknife xl was used during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2013. According to the complainant, during the procedure the physician performed a pre-cut in the papilla using the microknife xl. The device was removed from the scope and the physician noticed that the needle was broken, and remained inside the patient. A biopsy device was used to remove the broken needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device found that the cutting wire was blackened and broken in two segments; one is attached to the device and the other one was received separated in a container. Additionally, the catheter tip was found melted and blackened. Dimensional and functional inspection was not performed due to the device condition. Based on the investigation results the root cause for this event is operational context as it is likely that procedural / anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A search of the complaint database revealed that no other similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications a labeling review was performed and no anomalies were found. The dfu states "warning: verify that the cutting wire has exited the endoscope" "failure to do so may result in contact between the cutting wire and the endoscope while electrical current is applied. This may cause grounding, which can result in patient injury, operator injury , a broken cutting wire, and/or damage to the endoscope."

Event description:
It was reported to boston scientific corporation that a microknife xl was used during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement. Procedure performed on (B)(6) 2013. According to the complainant, during the procedure the physician performed a pre-cut in the papilla using the microknife xl. The device was removed from the scope and the physician noticed that the needle was broken, and remained inside the patient. A biopsy device was used to remove the broken needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.